Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs1510 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent catheter placement on (B)(6) 2019. Fluid leakage was found during catheter maintenance on (B)(6). Chest radiograph showed that the tip of the catheter was in good position and there was no thrombus. Fibrin sheath was suspected and the catheter was sealed with urokinase for one night. Fluid still leaked during maintenance on (B)(6). After communication with the patient, the catheter was removed and a crack was found at the scale of around 3cm.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed near the 3 cm depth marker, approximately 4.4 cm distal to the molded joint. A microscopic observation revealed the edges of the split to be mostly straight and flat with a rough surface texture. Whitening of the catheter material was observed at the corners of the split, and additional splitting was observed at one of the corners of the split. The surface of the catheter material was observed to be less lustrous near the split, and some wrinkling of the surface of the catheter was also observed near the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported that the patient underwent catheter placement on (B)(6) 2019. Fluid leakage was found during catheter maintenance on (B)(6). Chest radiograph showed that the tip of the catheter was in good position and there was no thrombus. Fibrin sheath was suspected and the catheter was sealed with urokinase for one night. Fluid still leaked during maintenance on (B)(6). After communication with the patient, the catheter was removed and a crack was found at the scale of around 3cm.